Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that guidewire went in okay until we got to the end and met a little resistance. We backed the wire out to redirect back into vessel. Wire seemed to pull back smoothly but then when we tried to thread the wire again it wouldn't go through and got stuck on the track. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged guidewire is confirmed; however, the exact cause is unknown. One photograph of an accucath was returned for evaluation. An initial visual observation of the photograph showed an accucath guidewire protruding from the flash notch. The guidewire appears to be caught and stretched out. The distal end of an accucath is coiled. The safety appears to be attempted to be activated but needle was unable to fully retract. No use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.